Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. As no lot number was provided, no review of manufacturing records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was a break in the tubing that resulted in blood loss from the transfusion bag and delayed the administration of ordered blood product to the patient. This happened at the hub where the smaller tubing entered the larger tubing. The event occurred during the start of an infusion, and they had a half unit of blood on the floor. The product was not reprocessed or re-sterilized prior to use. There was patient involvement, and no patient harm reported.